Manufacturer narrative:
A product evaluation was performed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The device history review for p/n 03.620.002, lot 5015596, showed material review record (B)(4) generated for the bead blast area starting closer to the coupling than specified. The disposition was uai for all the drivers. The nonconformance is not relevant to the complaint condition because the hex coupling area is unrelated to the tip being worn / stripped and would only potentially affect the handle mating. The review of the raw material DHR for p/n 11156, lot 4770533, showed no nonconformances generated during production and no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior cervical fusion procedure, the surgeon was performing the final tightening on a screw at level t1. While using the stardrive screwdriver for the synapse system the driver slipped and stripped. There was a 5 minute delay in surgery. Upon further review another screwdriver was found to have the same malfunction. This is report 2 of 2 for (B)(4).